Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a shoulder dislocation procedure, the anchor of the osteoraptor was fractured when screw-in. The anchor was successfully removed from the patient. Backup device was available to complete the procedure. A delay greater than 30 minutes were reported with no patient complications.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the anchor is broken and the nose cone has a broken tab so it is not properly attached to the sliding ring. An analysis of the customer provided image found a device with an anchor bent and broken. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of raw material, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.